Manufacturer narrative:
Medical device expiration date: na. The event described occurred on an ruo instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unknown fluid leaked after waste line outside of instrument of a bd accuri¿ c6 system. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that the instrument does not suck the decontamination solution. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Unknown. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination/bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.

Event description:
It was reported that an unknown fluid leaked after waste line outside of instrument of a bd accuri¿ c6 system. There was no user impact. The following information was provided by the initial reporter: it was reported by the customer that the instrument does not suck the decontamination solution. 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was there spray of liquid under pressure? No. 4. What was the fluid that leaked? Unknown. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination/bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
H6. Investigation summary: ¿ scope of issue: the scope of issue is only limited to accuri c6 system, part # 653118 and serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a leakage not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 17jan2021 to date 17jan2022. ¿ complaint trend: there are 16 complaints related to the issue of a leakage not contained within the instrument. These complaints can be found in the attached complaint trend file. Date range from 17jan2021 to date 17jan2022. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a worn fluidic harness. The customer had initially reported the instrument was not aspirating the decontamination solution properly and lead to a waste leakage. An fse (field service engineer) was sent onsite for the repair. The fse performed a backflush on the v3 tubing to clear a clog and then noticed a leakage from the fluidics harness and replaced the part (pn 653241). They then replaced the sheath filter (pn 653148) and performed a fluidic integrity test which passed. 8 peaks and 6 peaks beads were run, the red laser was aligned, and the cvs were within specification. Next, the separation was verified and the top peak was adjusted. Finally, a decontamination cycle was run and the instrument was confirmed to be aspirating properly and was no longer leaking. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. Although the leakage was of a biohazardous material, the customer confirmed that they did not come in contact with the leakage and were not harmed in any way. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. Proper daily and monthly cleaning and maintenance can help in preventing lowered performance of the system, and can be found in the file guide user accuri c6 plus system, #23-18013-01 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02292064, case # (B)(4). Install date: 08nov2016. Defective part number: 653241 - harness fluidics. 653148 - filter in-line sheath (1). Work order notes: o subject / reported: does not suck the decontamination solution. O problem description: does not suck the decontamination solution. O work performed: backflush v3, see small leak on fluidic harness, replaced. Replaced sheath filter and perform fluidic integrity test, pass. Run beads, align red laser, cv good. Verify separation and adjust top peak, ok. Perform a decontamination cycle and confirm liquid is aspirated, ok. Beads: 8 peaks: pn. 653144, lot# aal01, exp: 2022-10-09, 6 peaks: pn.653145, lot# aal02, exp: 2022-04-08. Tools: fluke industrial scopemeter: mod# 124 sn# (B)(6). Exp date : 2 mars 2022. O cause: clog valve v3, found leak on fluidic harness. O solution: unclog v3, replace fluidic harness and sheath filter, ok. ¿ returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. ¿ risk analysis: risk management file part # 10000176773ra, vers. D, facsvia,clinical sw v1.2 risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes or no? O ID: 2.1.2. O hazard: exposure to bio-hazardous material during preventative maintenance. O cause: user spills sample waste fluid while changing the pump tubing in the waste pumps peristaltic pump. O harmful effects: exposure to bio hazardous material. O risk control: ¿pcyt-648 ¿ labeling biohazard ¿pcyt-3054 ¿ labeling waste pump biohazard ¿sy-3126 ¿ safety - biohazard ¿user will apply the universal precaution - instructions for use guide - chapter on maintenance ¿wear suitable ppe ¿ biological safety ¿ safety and limitations guide. O implementation verification: ¿mpi 7100279 ¿ mpi, assy., case, (B)(4). Bd facsvia¿ safety and limitations ¿mpi7100337 ¿ mpi, assy, inner chassis, mg ¿see pcyt-648 ¿23-14662-00 bd facsvia¿ instructions for use. O effectiveness verification: same as implementation verification. O probability: 2. O severity: 4. O risk index: 8. O residual risk evaluation: afap. O new hazards: none. O ID: 2.1.8. O hazard: exposure to bio-hazardous material during preventative maintenance o cause: user forgets to install waste line (after emptying waste bottle) and spills sample waste fluid during startup. O harmful effects: exposure to bio hazardous material. O risk control: ¿pcyt-648 ¿ labeling biohazard ¿pcyt-2908 ¿ labeling waste bottle biohazard ¿pcyt-3385 ¿ biohazard fluid containment ¿sy-3126 ¿ safety - biohazard ¿user will apply the universal precaution - instructions for use guide - chapter on maintenance ¿wear suitable ppe ¿ biological safety ¿ safety and limitations guide. O implementation verification: ¿mpi 7100279 ¿ mpi, assy., case, (B)(4). Bd facsvia¿ safety and limitations. ¿drawing ¿ 659605- assy, 2000ml bottle facsvia waste. ¿659608 assembly, level sensor manifold w/ male ¿659605 assembly, 2000ml facsvia waste ¿659606 fluidics harness with shut off valves ¿see pcyt-648 ¿23-14662-00 bd facsvia¿ instructions for use. O effectiveness verification: same as implementation verification. O probability: 1. O severity: 4. O risk index: 4. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn fluidics harness. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn fluidics harness. The fse confirmed the issue and began the repair by performing a backflush on the v3 valve. They discovered a small leakage from the fluidic harness and replaced the part. Next, the fse replaced the sheath filter and began testing the instrument with a fluidic integrity test. 8 peaks and 6 peaks beads were run and the cvs were good after adjusting the red laser. Finally, the fse verified the separation, adjusted the top peak, and performed a decontamination cycle to confirm that the liquid would aspirate properly. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level.